Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip-tip completely broken off near the grip base at the yaw pulley. The missing grip-tip measured 0.58. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. This complaint is being reported due to the following conclusions: the jaws of the pk dissecting forceps instrument broke off and fell into the patient.

Event description:
It was reported that during a da vinci supracervical hysterectomy procedure, the pk jaws broke. Fragment fell into the patient and was retrieved during same da vinci procedure. On (B)(4) 2014, intuitive surgical, inc. Obtained additional information from the initial reporter. The broken piece was retrieved robotically, during same procedure. No open procedure and no additional surgical procedure were required to retrieve the fragment(s). The piece that had fractured off of the instrument was a single, large, easy to view piece. There were no post-operative tests performed. There was no patient injury. The surgeon was using the pk dissecting forceps instrument to ablate and help dissect the tissue when it broke.